Event description:
End-user fell and hit head day previous ((B)(4) 3012316249-2021-00026), used again and fell again. Went to urgicare and they sent her directly to ER. They performed x-rays for foot (no broken bones seen) but she said that they recommended second opinion and a second x-ray. She is wanting to go get it done. Cat scan for head/neck. No notes yet on cat scan, also advised to get a second opinion on it. At ER she was recommended at 1 am she could go home and call her primary. Call another dr as well. She is waiting on a call from either. She said that for the last month that she has seen "black marks" on the toilet seat, possibly the rubber pad wearing itself off. She cleans the unit once every week. Severe headache, cannot touch forehead/back of head without pain. Still swollen/bruised. Radiating heat. Feels like whole face is swollen. Neck is still in pain. Foot is bruised and swollen. She has used this model of raiser for 20 years and does like it.